Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip movement, single leaflet device attachment (slda) and recurrent mitral regurgitation (mr) requiring additional procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was extremely difficult due to a rotated heart and leaflet insertion was difficult to access. Baseline anatomy was redundant anterior and posterior leaflet with p1 prolapse, p2 prolapse and flail with a2 severe restriction after an exhaustive attempt to improve visualization of grasp, the physician felt the grasp was good despite difficulty imaging and deployed the clip and a stable appearing grasp was noted. One clip was implanted, reducing the mr to 1+. Due to the amount of prolapse, the physician wanted to place a second clip to further secure the residual prolapse but felt due to the difficulty imaging not to proceed with an additional clip at that time on. Pre discharge echocardiogram showed no change in mr and a stable grasp. On (B)(6) 2022, one month follow up, found that the clip had decreased posterior leaflet insertion, but no single leaflet device attachment (slda) and mr had increased to 2-3+. The patient was then scheduled for a second mitraclip procedure. On (B)(6) 2022, at start of the second mitraclip procedure, it was noted that the clip had completely detached from the posterior leaflet, slda. There was no leaflet damage or new flail seen. Two additional clips implanted, reducing mr from 4+ to 1+. Imaging was still difficult but had improved from initial procedure. No additional information was provided.

Event description:
This is being filed to report clip movement, single leaflet device attachment (slda) and recurrent mitral regurgitation (mr) requiring additional procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was extremely difficult due to a rotated heart and leaflet insertion was difficult to access. Baseline anatomy was redundant anterior and posterior leaflet with p1 prolapse, p2 prolapse and flail with a2 severe restriction after an exhaustive attempt to improve visualization of grasp, the physician felt the grasp was good despite difficulty imaging and deployed the clip and a stable appearing grasp was noted. One clip was implanted, reducing the mr to 1+. Due to the amount of prolapse, the physician wanted to place a second clip to further secure the residual prolapse but felt due to the difficulty imaging not to proceed with an additional clip at that time on. Pre discharge echocardiogram showed no change in mr and a stable grasp. On (B)(6) 2022, one month follow up, found that the clip had decreased posterior leaflet insertion, but no single leaflet device attachment (slda) and mr had increased to 2-3+. The patient was then scheduled for a second mitraclip procedure. On (B)(6) 2022, at start of the second mitraclip procedure, it was noted that the clip had completely detached from the posterior leaflet, slda. There was no leaflet damage or new flail seen. Two additional clips implanted, reducing mr from 4+ to 1+. Imaging was still difficult but had improved from initial procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported poor image resolution was due to patient anatomy. The difficulty grasping the leaflets appears to be related to poor image resolution. The reported partial clip movement was related to poor imaging resolution and patient anatomy. The single leaflet device attachment (slda) appears to be due to the partial clip movement. The mitral regurgitation (mr) appears to be due to procedural condition of the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.